Manufacturer narrative:
The investigation into the reported "delivery issues" has been completed. Product was returned for investigation. The evaluation revealed that the root cause of delivery issue was due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a delivery issue involving an impella 5.5 pump. It was documented that the device kinked during attempted implant and was unable to advance through the patient's vasculature. The implant attempt was aborted and patient support continued with the already implanted impella cp, as escalation to the 5.5 was not possible. There was no patient harm.